Manufacturer narrative:
Additional information: b5, h6, h11. Correction: previous g3 (from 06/24/2024 to 06/18/2024). B5: the customer described the product as missing a clear, blue needless access port. H11: a photograph of a non-baxter clear, blue needless connector was provided for evaluation. The actual devices were not returned, no photographs of the baxter sets were available, and the lot number is unknown; therefore, a device analysis could not be completed for the baxter sets. However, the baxter sets are not manufactured with a clear, blue needless connector as shown in the photograph. Therefore, the baxter sets are no longer suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp standard bore catheter extension sets were missing a component. The missing component was described as, ¿the clear, needle-free connector at the end¿. The set was completely open on one end (with the IV catheter still inside the patient's hand) and was missing that clear needless access port. The process step during which this occurred was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.